Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the clinic with low impedance on the lead. The lead was diagnostically imaged and externalized conductors were observed. The lead was capped and replaced during device change-out. Patient condition was good.